Event description:
The customer reported the sys displayed an x-ray switch stuck error message. This error code will result in an uncommanded shut down. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The customer was instructed to remove objects from on top of the footswitch. The foot and hand switches were reconnected. The sys was then found to be operating as intended.